Manufacturer narrative:
(B)(4).

Event description:
It was reported that the one hour after right atrial lead implant the lead dislodged. The lead was repositioned successfully. A few days later the patient experienced muscle stimulation due to dislodgement. The lead was explanted and replaced. The patient was in good condition post procedure.